Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. The root cause is most likely related to a failure to follow the dfu. The customer indicated the use of an unapproved cartridge with a handpiece. The lens model associated with this complaint is only approved for use in the approved cartridge. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic was trapped between the cartridge and plunger. The wound was enlarged to remove the lens and another lens was implanted. Astigmatism occurred in the patient's eye following surgery. Additional information was requested.